Event description:
The facility returned the device for service with a report of "wont pump". Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital rep stated they have no record of any patient inicident involving the pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process fo being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.